Manufacturer narrative:
(B)(4). Batch # m54m7x . The analysis results found that the ccs25 device arrived and in good visual condition. The breakaway washer was present and uncut and the device was loaded with only 17 staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an open radical resection of cardia carcinoma procedure, the device was used to anastomose the esophagus and the stomach. When the anvil and the device were set properly and closing the instrument for a half, the anvil jumped out of position suddenly. The anvil and the trocar were separated. The surgeon checked the purse; and the purse was good. He tried three times. The anvil and the trocar separated three times. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.